Event description:
A customer contacted baxter's global technical service center to report while priming, the patient line overflows. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability and the lot number is unknown at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Additional information: baxter product surveillance contacted the patient on (B)(6) 2011. According to the patient there were no defects observed in the supplies. The patient stated that since this event she has swapped her homechoice and has not had any further issues with overpriming. The patient resumed therapy. There was no patient injury or medical intervention associated with this event. This report for overprime and leak out of patient line was not confirmed and no root cause was determined because the sample was not available for evaluation. A batch review was not performed since lot number was unknown. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.